Manufacturer narrative:
Date sent: 2007.

Event description:
It was reported that during a low anterior resection procedure, the device fired malformed staples. The tissue was too thick. Another device was used to complete the case. There were no adverse consequences to the patient.